Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that pieces were missing from reservoir compartment. Customer awoke to insulin pump casing separated from reservoir which was still attached. Customer reported that o-ring came off as well. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, missing the black o ring/seal in reservoir tube, cracked reservoir tube window thru reservoir tube and cracked battery tube thread.